Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 7.6 was unable to close and not detected on bus. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the customer and the field service engineer (fse) identified the following issues. I. Both the module controller board and the drawer controller board showed no indicator lights. Ii. The solenoid remained continuously energized (stuck in the on/engaged state) for an extended period, which resulted in overheating and damage. Iii. Visible brown burn marks were observed, and the internal structure was deformed, rendering the solenoid unusable. The solenoid, module controller board, and drawer controller board were replaced and taken back for further testing. I. The results confirmed that the module control board (mcb) was non-functional. Ii. The drawer control board (dcb) caused the solenoid to remain in the on state after reboot, resulting in a continuous power supply. Based on the information shared by the customer, the technical support specialist (tss) concluded that the mcb failure and bus loss were the initiating conditions, while the dcb output driver failure was the final root cause that locked the solenoid in the on state and caused thermal damage. No further updates were received from the customer so then technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 7.6 was unable to close and not detected on bus. There were no delay, no adverse events or injuries reported based on this event.